Event description:
It was reported there was blood leaking and air noted in hemostasis valve of a swartz braided transseptal introducer while performing an atrial fibrillation ablation procedure. During the procedure, a percutaneous puncture with needle was done followed by insertion of a guidewire. The sheath was inserted into the right atrium with the dilator inside. Following transseptal puncture with a brk needle no leak was noted at that time. The dilator and needle were removed and a non-sjm ablation catheter and ring catheter were inserted and withdrawn several times. There were multiple exchanges and just before the leak was noted, the ablation catheter was inserted. When this catheter was removed the leaked occurred. The procedure was completed without replacing the introducer. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.